Event description:
Boston scientific crm received info that the pt with this implantable cardiac defibrillator passed away on (B) (6) 2010. Interrogation of the device revealed an episode of ventricular fibrillation with multiple shocks. All of the shocks had a shock impedance of less than 20 ohms. It was suspected that the defibrillation lead had shorted and, therefore, the device was unable to terminate the ventricular fibrillation. The device and lead were removed, and returned to boston scientific crm for analysis.

Manufacturer narrative:
The device and lead have been received at boston scientific crm and are currently undergoing detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.